Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was out of specification, causing intermittent telemetry with implantable devices. (B)(4).

Event description:
It was reported the programmer is having a challenge interrogating protecta xt and a sensia device. It does not appear to be programming head related. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. There was no patient involvement.